Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that they insulin pump was off and self test was unable to run. Customer blood glucose was unknown. Customer stated that the reservoir started leaking and their was fluid in the insulin pump. Customer advised to discontinue use of the insulin pump and to revert to backup plan. Product will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypads due to moisture damage on keypad traces. Unable to verify blank display anomalies due to unresponsive keypad. Unable to perform self test and displacement test due to unresponsive keypad. Device received with moisture damage on motor assembly, force sensor resistor and electronic board stack.